Event description:
Rptr tested positive for cocaine on two subsequent drug tests performed on samples of hair. All employees are routinely tested 90 days before their birthday. They were given a second test and it was also positive. They had a drug test performed on hair from a different company, quest diagnostics, and the results were positive. They claim there are many other employees in dept that are getting positive results for the cocaine analysis, and reports some have been fired and are appealing through the union, while others have signed waivers and taken suspensions and rehabilitation treatment to keep their jobs. Rptr states during the period of first positive test they were in a relationship with a person that admitted cocaine use, and they discussed the possibilities of passive exposure.